Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 700 mg/dl. Reportedly, customer was using fiasp for insulin therapy. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and dextrose. Reportedly, the customer was released on 12/23/21 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate form of insulin therapy.